Event description:
It was reported that externalized conductor were seen under fluoroscopy. Intermittent noise also was observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.